Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was interrogated prior to the routine device replacement procedure. Through the device, the right atrial (ra) lead exhibited pacing impedance measurements of greater than 2,000 ohms. Loss of capture in the ra was observed at high pacing outputs, and electrograms showed the ra lead was oversensing r-waves in the ventricle. An x-ray was performed, but the leads had not moved position. The device was removed and the leads were then tested on the pacing system analyzer (psa). The ra pacing impedance measurements were normal, capture was observed, and no oversensing was noted. A new pacemaker was connected to the chronic leads with no further problems. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported ra lead out-of-range pacing impedance measurements.